Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen timed out faster than expected. Customer¿s blood glucose (bg) level was low, however, a specific value was not provided. Customer consumed carbohydrates to address bg level. Reportedly the customer continued to use the pump for insulin therapy.